Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the internal seals on the base of the blanket, which were observed to not be joined in some sections. However, no root cause could be identified. As no lot number was provided, a review of device records could not be conducted. No actions have been assigned at this time.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air was escaping from the blanket. This occurred while in use with the patient during infusion, no patient harm/adverse event reported.